Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed a inner coil fracture near is-1 terminal end. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix extension issues and placement difficulties. After product investigation was completed a inner coil fracture near is-1 terminal end. No adverse patient effects were reported.